Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified damage marks on the rim. All functional tests passed. The cause of the reported connection issue was determined to be an assist device issue, as the transfer set's spike and the uv flash disconnect cap were damaged while trying to connect upon completion of pd therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the disconnect cap and the transfer set inside the uv flash machine. There was a mis-spike during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.